Event description:
It was reported that during a ptca procedure, the liberte monorail stent dislodged from the delivery device. The lesion being treated was located in the critically diseased and tortuous proximal right coronary artery (rca). Another MFR's guide catheter was used, and a choice pt guidewire was advanced. The lesion was predilated with a 3.0 x 20 maverick balloon. A 4.0 x 20mm liberte stent was deployed in the mid rca. An attempt was then made to deploy the 4.0 x 28mm liberte stent distal to the other stent, however, despite several attempts it could not be advanced beyond the sharp bend in the proximal rca. The liberte monorail delivery device was then removed, but the stent was stripped from the balloon. Using a guidewire, the stent was withdrawn into the guide catheter and an attempt was made to remove everyting as one unit. However, in the descending thoracic aorta, the stent came out of the guide and was free-floating. A large snare was used to retrieve the stent successfully. Another 4.0 x 24 mm liberte stent was then successfully deployed. There were no pt complications reported, and pt status was reported as 'okay'.

Manufacturer narrative:
The delivery device and stent have been disposed of, so no direct product analysis can be performed and no root cause determination can be made.